Manufacturer narrative:
Occupation - other, sales representative. Evaluation - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
Product returned from distributor with rga indicating that the tip was broke. Attempts to obtain details of the even have been unsuccessful.

Manufacturer narrative:
The broken driver was visually examined and a functional assessment of the lock mechanism was performed. The driver tip appears to have experienced a shear ductile failure. The lock mechanism appears to be functional. The complaint does not note whether the driver was properly tightened and locked. Proper tightening and locking of the driver promotes load sharing such that the driver tip is not subjected to all of the load, and locking the driver ensures load sharing is maintained by not enabling a loosening of the driver from the screw to occur. Bench top testing has demonstrated increased driver torque transmission capabilities when the driver is properly tightened and locked. No corrective actions are being recommended at this time since details regarding the procedure and the results of the testing indicate the design is capable of apply torque in excess of 120 in-lbs., and that if difficulty were encounter while driving the screw further preparation may have been warranted.